Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a endoscopic procedure. According to the complainant, during the procedure, the needle would not retract, when inside the scope. They took it out of the scope and it retracted fine. They tried the probe again to cauterize, but it would not cauterize. The physician was able to complete the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Device evaluation revealed that approximately 1/3 of the drill bit flute area is broken off. Fracture has a rough surface and little deformation. Broken portion was not returned for evaluation. Material analysis confirmed the correct material type and hardness. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely causes of this event are prying/leveraging the device against bone or other metal instruments during use, drill bit hitting other metal instruments during use, and/or by flexion of the joint while still drilling the pilot hole. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a hallux rigidus procedure of the right foot, the tip of the drill broke and remains in the patient¿s bone. According to the reporter, upon drilling the third or fourth hole, the surgeon went to ¿set up¿ the screw and realized that a piece of the drill had broken off. The broken piece of drill is almost "plane" with the bone and could not be retrieved. The reporter stated that the drill bit may have broken off because of the strong ¿sclerosis¿. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patients weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is prying and/or leveraging on the device during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.